Manufacturer narrative:
Correction b5 - patient passed away (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had passed away on (B)(6) 2024. On that day the patient had gone to the emergency room. An interrogation of their device was done. Information received on the remote transmission was reviewed by qualified personnel. It was determined that significant atrial lead undersensing occurred during at/af (atrial tachycardia/ atrial fibrillation) episodes causing inappropriate therapy of anti-tachycardia pacing (atp) and shock to be delivered for a svt (supra ventricular tachycardia ) episode as it was detected as vf (ventricular fibrillation). The atrial lead remained in use.

Manufacturer narrative:
Continuation of d10: 6935m55 lead, implanted: (B)(6) 2022. Ddmc3d4 ICD, implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had passed away on (B)(6) 2024. On that day the patient had gone to the emergency room. An interrogation of their device was done. Information received on the remote transmission was reviewed by qualified personnel. It was determined that significant atrial lead undersensing occurred during at/af (atrial tachycardia/ atrial fibrillation) episodes causing inappropriate therapy of anti-tachycardia pacing (atp) and shock to be delivered for a svt (supra ventricular tachycardia ) episode as it was detected as vf (ventricular fibrillation). The atrial lead remained in use.